Event description:
We have been informed that during procedure, error car 162 appeared and the doctor had to replace the cartridge 4 times but each time the error reoccurred. The doctor was able to complete the surgery however due to the reported event surgery was prolonged >30. Minutes. There is no report that actual patient harm occurred.

Manufacturer narrative:
In regard to this complaint, logfiles were provided for review. Review of the log files confirmed the occurrence of the reported car162 error message and that it was persistent. The unit had been restarted several times and the reported car162 error message came back after every restart. This error is often caused by corrosion on the balance masses and magnets of the rotors of the pump module. In that situation the rotors have a hard time to leave the parking position. After sales has suggested to check the pump surface/piston to see if they are clean from dried up bss or residue. Also, they suggested that a reflash of the pump module could be performed, because perhaps the issue was maintained in memory. If all the above stated did not work, after sales has recommended to replace the pump module. As the pump module has been replaced and no new complaint was reported on this eva since this complaint we assume the replacement of the module resolved the issue. Therefore, the most likely cause is corrosion on the balance masses and magnets of the rotors of the pump module. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents related to the eva surgical system are included in the analysis (pu-park-strong). Since 2020 more than 850.000 surgeries have been performed with the eva surgical systems installed. Please note that while the 2023 incident numbers are up to date, the 2023 installed base figures are from april 25th 2023. As in general the installed base increases, the actual number of devices in the market most likely is slightly higher.

Manufacturer narrative:
The device has not been returned/ accessible for investigation yet. The investigation will be continued when the device is available for examination.

Event description:
We have been informed that during procedure, error car 162 appeared and the doctor had to replace the cartridge 4 times but each time the error reoccurred. The doctor was able to complete the surgery however due to the reported event surgery was prolonged >30. Minutes. There is no report that actual patient harm occurred.

Manufacturer narrative:
The complaint is under investigation.

Event description:
We have been informed that during procedure, error car 162 appeared and the doctor had to replace the cartridge 4 times but each time the error reoccurred. The doctor was able to complete the surgery however due to the reported event surgery was prolonged >30. Minutes. There is no report that actual patient harm occurred.